Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-00542, 1221359-2022-00543, 1221359-2022-00544, 1221359-2022-00545.

Event description:
The user reported multiple false negative results with the binaxnow covid-19 antigen self test for multiple patients. This MFR. Report addresses test 5 of 5. Via social media the user a false negative result with the binaxnow covid-19 antigen self test. The user states that the initial binaxnow covid-19 antigen self test generated negative results. Confirmation testing was performed and generated positive results. The user states this patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : d2. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.